Manufacturer narrative:
The patient's products have been returned and evaluated by lfs product analysis with the following findings: the meter (testing completed on (B)(4) 2012) and test strips (testing completed on (B)(6) 2012) involved in this case have passed all testing with no faults found. The complaint was not confirmed. (B)(4). The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 3:22 pm. She obtained a glucose result of 297 mg/dl on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. The patient stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue on (B)(6) 2012, at 3:22 pm she took her usual dose of medication for such a result, 7u of humalog. She claimed 15 minutes after the alleged issue started, she felt nauseated, shaky, sweaty and confused. In response to her symptoms, on (B)(6) 2012, at 3:30 pm she reportedly self treated with food and/or drink. She reported testing with another glucose meter on (B)(6) 2012 at 3:30 pm, and obtained a glucose result of 72 mg/dl. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter. Replacement products were sent to the patient. The patient's products have been returned and evaluated by lfs product analysis with the following findings: the meter (testing completed on (B)(6) 2012) and test strips (testing completed on (B)(6) 2012) involved in this case have passed all testing with no faults found. The complaint was not confirmed. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.